Event description:
It was reported that following device replacement for eri (elective replacement indicator), when the patient was hooked to a monitor, the atrial lead appeared to not be capturing or sensing. The physician felt that the lead most likely pulled back during the device exchange, and then dislodged when the patient was moved from a table to a bed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, it was reported that the outer insulation had environmental stress cracks, there was blood/fluid on the proximal conductor (non-obstructing), the outer insulation was breached/cut, there was a white substance on the outer insulation, and the outer insulation had a cosmetic depression. The full lead was returned for analysis.

Manufacturer narrative:
The outer insulation of the lead developed a breach due to a depression while in vivo.